Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the sensor alarmed a sensor error. During troubleshooting, customer mentioned her blood glucose was 43 mg/dl. Customer declined to troubleshoot for low blood glucose, customer was preoccupied and had hypoglycemia unawareness. Customer will not be returning the device for analysis.